Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No unexpected delivery alarm, prime anomaly or rewind anomaly were noted. The pump was programmed with several boluses and monitored. All boluses were delivered properly and were listed in the bolus history screen. The pump calculated the additional bolus deliveries and was verified in the daily total screen. The pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly, daily total anomaly, basal anomaly or bolus anomaly noted. The pump had minor scratched display window and a small crack on the reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and delivery anomaly from the insulin pump. The patient's blood glucose level was 20 mg/dl. The customer stated that when putting in carbs in the pump, the pump gave her 11.9 units instead of 4.9 units. The insulin pump gave no delivery alarm and the reservoir does not let the customer prime the tube or rewind. The customer was advised to replace with a new battery and zero out the basal rates. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the delivery accuracy test.